Manufacturer narrative:
The reported issue of the thermogard system fuses were damaged when a liquid went inside the unit was confirmed during the functional testing. The root cause was due to the liquid residue that went inside the system and caused the transformer and current limiter to be defective. The transformer was replaced to remedy the issue. Visual inspection was performed and found residue of saline on the bottom of the system close to the toroid. Initial functional testing was not performed as the thermogard system was not powering up. The issue was due to the liquid that went inside the system and had cause damaged to the transformer and current limiter. The rear bracket and transformer was replaced to resolve the issue. Following the repair and service, the thermogard was tested and passed the electrical safety test and final functional testing with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard with serial number (B)(4).

Event description:
It was reported that the water went into the system and fuses were damaged (short circuit) due to the liquid on the electronics. Follow up attempts were made to get additional information however were unsuccessful. There were no patient harm or consequences were reported.